Event description:
A pt service representative (psr) contacted zoll customer support before fitting a pt to report that the monitor would not power on. While still in contact with support, the device powered on and displayed service code 107 and was making a 'popping sound'. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on / code 107 / popping sound) was confirmed. Upon evaluation, the 5.4 power supply was shorted to ground. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.